Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 201 mg/dl, 90 mg/dl, 186 mg/dl, 99 mg/dl, 424 mg/dl, 98 mg/dl, 119 mg/dl, 83 mg/dl, 79 mg/dl, 77 mg/dl and 93 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated with orange juice and ate dinner. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.